Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the intended procedure was a endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed with the same device with no reports of delay. Correction: the customer confirmed that the event occurred on 25oct2022 and not the 24oct2022, although time zone differences could be attributed to this difference. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that foreign material was left due to incomplete reprocessing process for the following reasons: unable to let a cleaning brush pass through the biopsy channel due to clogging of the clip. Due to leak of the biopsy channel, reprocessing was abandoned. The foreign material lodged at the distal end (forceps elevator) was unable to be identified. Based on the results of the investigation for phenomenon's two and tree, it is likely that the clip was left in the insertion section mount unit due to deviation from instructions for use. The event can be prevented by following the instructions for use: "operation manual includes the detection way in chapter 3 preparation and inspection. Operation manual warns in 4.2 insertion that suction valve and/or suction channel is clogged by suctioning solid matter. " olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the forceps could not be inserted into the biopsy channel due to clogging. Upon further observation, the clogging was due to a clip as well as foreign material in the biopsy channel and mount, near the distal end. Additionally, it was observed that the forceps elevator had foreign material as well. These findings were likely due to mishandling of the scope. It was observed that the suction cylinder was discolored, and the light guide lens was chipped. It was also observed that the play of the right and left knob was out of standard due to wear of the angle wire. It was observed that the adhesive around the light guide lens and the objective lens had wear. It was also observed that the distal end was shaved, and the guide pipe unit was damaged. Corrosion was observed on the left arm. Lastly, scratches were observed on the following unit components: forceps channel port, switch box, scope connector, light guide cover glass, universal cord, scope connector cover and distal end. Due to the scratches on the distal end, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii duodenovideoscope had a clip in the working channel and handle height. There was no patient/user harm or injury reported due to the event.